Manufacturer narrative:
Parts were sent to the account to repair the bed. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account's maintenance stated that the hi/low function runs unintentionally and he hears motor running as soon as he plugs the bed in, but the head section doesn't move. He has also found water on the control circuit board.